Event description:
It was reported that the surgeon attempted to insert a 24.5 diopter cq2015 three piece collamer lens and a haptic got stuck in the cartridge. There was no pt injury. Reporter stated, the incident was caused by the cartridge.